Event description:
It was reported by the rep that the (2) hp052 were used during an unknown procedure. It was reported that the first handpiece had the generator plug broke exposing the wires and not allowing the plug in. The second handpiece was too hot to work with. The case was completed with a third handpiece and there was no pt consequence.